Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: a direct correlation between the centrimag device and the reported events could not be conclusively established through this evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump us instructions for use lists bleeding, cardiac arrhythmias, and hemolysis as adverse events that may be associated with the use of the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while the device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant, the patient failed to wean off of bypass due to right ventricular dysfunction. A right ventricular assist device (rvad) was placed. Also during implant, the patient experienced ventricular tachycardia (vt). Intravenous (IV) amiodarone was started. After extubation on (B)(6) 2023, altered mental status was noted. A head computed tomography (CT) scan was obtained that was negative for abnormality. Delirium precautions were continued. Starting on (B)(6) 2023 the patient experienced elevated plasma free hemoglobin. Significant bleeding was noted after the patient's rvad removal on (B)(6) 2023 that required an emergent return to the or for chest reopening. Unstable ventricular fibrillation was noted during the chest reopening procedure. This resolved with cardioversion. Related manufacturer's reference number: 2916596-2023-06377 (pump implanted on (B)(6) 2023).